Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Troubleshooting was performed and customer reported insulin pump was neither dropped or bumped. No harm requiring medical intervention was reported. The device will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned device for an alleged blank display found on (B)(6) 2022. The device passed the displacement test and active current test. Device failed sleep current test due to corroded battery tube. Device failed self test due to power supply test failed during self-test. Occurred during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to connector resistance j6/electric board 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/electric board 1, the device was monitored and device did not function properly. Device error 25, 68, 49, 23, and 75 confirmed during testing. The device downloaded history confirmed the device alarmed 25 on (B)(6) 2022 between time 04:01:30.000 and 13:57:00.000, trace pointers are invalid on (B)(6) 2022 between time 09:12:52.000 and 09:45:00.000, history pointers failed. The history pointers are corrupted. On (B)(6) 2022 between time 09:12:52.000 and 09:48:19.000, post-reset ram crc alarm on (B)(6) 2022 between time 09:13:16.000 and 09:48:36.000, and power supply test failed during self-test. On -(B)(6) 2022 at time 09:12:24.000. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case, end cap address label fading, scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and corroded battery tube. Blank display was not observed during analysis. Blank display not confirmed. Unexpected battery power loss confirmed due to high sleep currents. Device error 25, 68, 49, 23, and 75 confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.